Event description:
It was reported that 3 filter sets failed during use, with 2 of them being from lot 4355271, and 1 being from an unspecified lot. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, UDI, expiration date and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. E1. Initial reporter facility name: reporting facility and address are unknown; no information has been provided to date. E3. Initial reporter occupation: portfolio sales specialist h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file, it was discovered that the file is a duplicate. 9616567-2024-00025 is no longer considered reportable, please disregard any reports associated with it. All reporting will be completed on 9616567-2024-00026.